Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that during a device check it was noted that the left ventricular (lv) lead was not capturing. In addition it was noted that there was a decline in lv r wave amplitudes and decline in pacing impedance measurements. A system revision was planned. The patient had a sinus rhythm thus there was no reported asystole. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. This left ventricular (lv) lead showed high pacing thresholds. The lv lead remains implanted. There were no additional adverse effects reported.